Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (specific date not reported). The implanted device remains. It is unknown if there are plans to replace the implant magnet as of the date of this report.

Manufacturer narrative:
This report is submitted on december 02, 2021.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2021 was filed inadvertently. The implant magnet was successfully manipulated back into position, no device malfunction or serious injury has occurred. This report is submitted on december 27, 2021.